Event description:
Same case as MFR report #: 2134265-2008-04446. Clinical trial. It was reported that 852 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The initial procedure identified and treated two lesions. The 80% stenosed mid lad (left anterior descending) was treated with a 3.0x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The 70% stenosed 2nd diagonal was treated with balloon angioplasty using a 3.0x20mm maverick balloon resulting in 0% residual stenosis. The patient returned 852 days following the initial procedure with recurrent ischemic chest pain. Angiography revealed a total occlusion of the lad with in-stent restenosis and 90% occlusion of the 1st diagonal. On day 854 the patient underwent coronary artery bypass grafting (CABG) with in situ left internal mammary (lima) to the distal lad and saphenous vein graft (svg) to diagonal. The patient's hospitalization was complicated by hypoxemia and bronchitis requiring antibiotics. The patient was discharged home on day 862.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.